Manufacturer narrative:
The customer¿s reported complaint of the returned device having a damaged iui was confirmed during inspection, observing the male iui connector with several damaged ribs. Yet, the damage did not affect the device¿s operational state. The reported patient side occlusion error was not confirmed in review of the logs; however, testing identified the component failing during asm testing. Results from pressure sensor malfunction test method (dir (B)(4)) identified a faulty patient side pressure sensor. Test results from asm analog test demonstrated the sensor output voltage railing after the applied pressure on the plunger was released. Replacement pressure sensor with good known component showed the issue rectified, indicative of failed internal sensor circuit in the pressure sensor component. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that the device had a damaged inter-unit interface (iui) and patient side occlusion error. Although requested, no additional information was provided. Pressure sensor- patient side. Iui- isolation rib damage. Iui- damaged pin. Soft fault- other- specify in comments.